Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000168, serial/lot: unknown. H6) the system was serviced in the field. In summary, it was found that the image acquisition system (ias) would not initialize due to the collimator. It was discovered the collimator y-blade was stuck due to debris. The collimator was then aligned and the system performed as intended. Codes b01, c07, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A110201 captures the system "staying" in initialization and a1102 captures the error initializing collimator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting the system up, the system stayed in initialization for approximately 5 minutes ("like it [was] trying to find home"), then displayed an error message that stated "error initializing collimator". There was troubleshooting present. The site tried rebooting the system 3 times with no success. There was no patient involvement.